Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's defibrillation lead, exhibited a high out of range shock impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The patient will continue to be monitored via remote monitoring and will be seen in clinic at a later date. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating the patient will be brought into clinic for further evaluation. No adverse patient effects were reported.

Event description:
Additional information was received indicating high out of range shock impedance measurements continue to be observed. No adverse patient effects were reported.